Event description:
It was reported that during normal follow-up, externalized conductors were observed via diagnostic imaging. Patient was asymptomatic. An increase in capture threshold and noise were observed. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip measuring 52.2cm was returned for analysis. External insulation abrasion was noted at 45.0-46.7cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 8.5-8.9cm, 14.4-16.1cm, and 27.0-28.0cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion of the etfe coating was noted at 47.5-47.7cm from the distal tip, consistent with lead friction to the device can. The insulation at this location was not returned for analysis. The abraded etfe coating was consistent with the field observations of noise and unacceptable threshold.